Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the error 240.4150 event could not be confirmed or replicated. No devices were returned for investigation. ¿ the event date was not reported. No time was reported. ¿ laboratory testing was not able to be performed due to no devices being returned for investigation. ¿ no logs were received for investigation; therefore, a log review could not be performed. ¿ it was not reported if there was patient involvement. ¿ the alaris pump module is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the error 240.4150 event was reported as a malfunctioning pressure sensor; however, no pressure sensor or devices were provided for analysis.

Event description:
It was reported that the pump was "broken." The facility's clinical engineering team received the device and performed inspection and repair. Per report, the device had "several instances of error 240.4150 (upper sensor failure). Checked analog sensor test - both sensors reading low, especially patient (side) sensor. Replaced pressure sensor. Will perform follow-up pm. Platen assembly looking worn - replaced as a preventative measure." There was no information on patient involvement. Although requested, no additional information has been provided.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was "broken." The facility's clinical engineering team received the device and performed inspection and repair. Per report, the device had "several instances of error 240.4150 (upper sensor failure). Checked analog sensor test - both sensors reading low, especially patient (side) sensor. Replaced pressure sensor. Will perform follow-up pm. Platen assembly looking worn - replaced as a preventative measure." There was no information on patient involvement. Although requested, no additional information has been provided.